Event description:
A malfunction was reported on the pump after the screen got wet. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Technical support decided to replace the pump and instructed the customer to use multiple daily injections for insulin delivery in the meantime. They guided the caller on necessary steps for receiving, setting up the replacement pump, and returning the malfunctioning one. The customer understood and acknowledged these instructions.